Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from an IV set filter during an unspecified antibiotic infusion. The tubing was replaced and the infusion resumed without incident. There was no patient harm.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
The customer¿s report of a leaking filter on an extension set was not confirmed. Visual inspection did not reveal any discernible damage to the set. Functional testing was performed and no leaking was observed. During additional testing, significant resistance was noted when trying to flush the set using a syringe, and occlusion alarms occurred when the set was used for a pump infusion. Inspection of the filter under magnification did not show the location or cause of the apparent occlusion. The root cause for the reported leaking filter could not be determined.